Manufacturer narrative:
The investigation determined that a non-reproducible, discordant, higher than expected vitros b-hcg result was obtained from a single patient sample when tested using vitros b-hcg lot 2940 on a vitros 5600 integrated systems. A definitive cause of the event was not established. A vitros b-hcg lot 2940 reagent issue is an unlikely cause of the event, as qc results leading up to the event indicate acceptable reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 2940. There was no evidence to suggest an instrument malfunction, however, diagnostic precision testing was not conducted, therefore an instrument issue cannot be completely ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An interferent that affects the vitros b-hcg assay cannot be ruled out as a contributor to the event, as testing using a hbt was not conducted for the patient sample. The tsc sent the customer hbts, but no testing was carried out when requested. As the repeat vitros b-hcg result (<2.39 miu/ml ) was different to the initial vitros b-hcg result (22.153 miu/ml) for patient 1, patient sample mix up cannot be ruled out as a contributor to the event. It is possible the medications taken by patient 1 interfered with the vitros b-hcg reagent assay, however, this could not be confirmed. Email address for contact office is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, discordant, higher than expected bhcg ii result obtained from a single patient sample when tested using vitros immunodiagnostics products hcg ii (b-hcg) lot 2940 reagent pack in combination with a vitros 5600 integrated system. The vitros b-hcg result was discordant when compared to a negative vitros b-hcg result obtained at a later date for the patient. Patient 1, vitros b-hcg result of 22.153 miu/ml versus the expected result of < 2.39 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros b-hcg result of 22.153 miu/ml was reported from the laboratory on 09 march 2021. However, a corrected report was later issued on 11 march 2021 stating the vitros b-hcg result of < 2.39 miu/ml. No treatment was altered, initiated or stopped based on the initially reported higher than expected result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).